Event description:
It was reported that during a colon procedure, the first device felt weird and the anvil was disconnecting from the trocar. The second device, the staples did not form. A third device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.